Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for dimension, needle pain and bleeding on lot # 9168975. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, dimension, needle pain) was captured and addressed. The reported harm (bleeding) is directly associated with the hazard (dimension) which is captured and addressed on risk assessment file (B)(4). Investigation summary: customer returned photos of poly bags of 1cc, 8mm 31g u40 insulin syringes from lot # 9168975 and photos of 1cc u40 insulin syringes. Customer states that the syringes have different lengths, caused more pain, and sometimes led to bleeding. The photos were examined and it is difficult to determine if the syringes shown fall within specifications or if they have a needle point integrity issue solely based on the photos. A review of the device history record was completed for batch# 9168975. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to confirm the issues solely based on the photos. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1ml 31g 8mm u40 india had insufficient cannula lengths. This was discovered after use. The following information was provided by the initial reporter: description from customer- I have bought insulin syringes(bd glide with tbl, bd ultra-fine ii needle insulin syringes) for my mother and found that the insulin syringes have two different needle lengths from two different lots. It was observed that the shorter needle one caused more pain and sometimes led to bleeding when administered insulin. (B)(6) 2020: whereas, the lengthier needle syringes were safe and did not result in any adverse event. (B)(6) 2020: according to the customer because of confusion customer mistook 6mm needle syringe with 8mm needle syringe. So with respect to needle size complaint it¿s not a valid complaint now. However customer still wants response from bd on why 8mm needle is less painful than 6mm needle.